Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The lead was diagnostically imaged prophylactically. Externalized conductors were noted. No electrical anomalies were detected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.